Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a px slim delivery microcatheter (px slim) and a penumbra coil 400 (pc400). During the procedure, after advancing part of the pc400 into the target vessel, it unintentionally detached. Therefore, the physician used a stent retriever to remove the detached pc400. The px slim was then removed and was no longer used in the procedure. The procedure was completed using a non-penumbra microcatheter and non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. H3 other text : placeholder.

Manufacturer narrative:
Please note that the device in complaint was not expected to be returned; however, on 28-nov-23 the device was received. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA) and returned to manufacturer on (mm/dd/yyyy) 2. Section h. Box 3: device returned to manufacturer? 3. Section h. Box 3: device evaluated by manufacturer? 4. Section h. Box 6: method code 1 and method code 2 5. Section h. Box 6: results code 1, results code 2, and results code 3 6. Section h. Box 6: conclusions code 1 additional information was added to: 1. Section d. Box 10: returned to manufacturer on (mm/dd/yyyy) evaluation of the returned pc400 confirmed that the embolization coil was detached from the pusher assembly and revealed that the pusher assembly was kinked and fractured on its proximal end. The root cause of the proximal end damage could not be determined. If the pusher assembly is fractured, the pull wire may retract causing the embolization coil to detach. Further evaluation revealed offset coil winds on the embolization coil. This damage may have occurred during removal of the coil from the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.